Event description:
It was reported that a flipped pump was confirmed on (B)(6) 2014, and the managing health care provider (hcp) would send the patient back to the implanting hcp for a pump pocket revision. With the help of fluoroscopy/x-ray, the hcp was able to perform the pump refill and update the pump. It was stated that to the reporter¿s knowledge, there were no patient symptoms related to the drug delivery system. The refill was able to be completed prior to an alarm, and the patient noted no new symptoms. The patient status at the time of the report was ¿alive no injury¿. The pump was being used to deliver morphine. Additional information has been requested, but was not available as of thedate of this report.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n124081, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was being used to deliver preservative free morphine. A pump pocket revision had taken place.